Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) caused by myopotential inhibition. There were no interventions. The patient was asymptomatic.